Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and provided troubleshooting guidance; however, it was not possible to interrogate the device. Furthermore, evidence of loss of capture (loc) was observed. It was noted that this pacemaker was located in the lumbar region of the patient, as confirmed by x-ray imaging. After further unsuccessful interrogation attempts, a procedure was scheduled for device explant. It was noted that the associated leads are non-boston scientific products, and that this patient presents well-tolerated atrio-ventricular block. No adverse patient effects were reported. At this time, this pacemaker remains in service.